Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pgbddxq0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used on ligatures of the ovarian pedicles, the separate points of the abdominal wall and the skin overlock. Two or three days after the procedure, the skin overlock got broken in the length, the knots were intact. No additional information was provided.